Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor produced service code 204. Upon evaluation, the belt receptacle had been broken from the monitor case and glued to the monitor enclosure. When the receptacle was broken, the j1001 connector became dislodged. The root cause of the broken receptacle and dislodged connector is excessive force placed at the receptacle. It appears that the patient had attempted to glue the receptacle back in place. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204. When a zoll representative visited the patient to exchange the monitor, it was noted that the receptacle on the monitor was reversed.